Event description:
Customer called to report that the insulin pump has a partial display wtih missing segments. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector on the lcd board. The pump also had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.